Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02010. D10: item# unk zplp proximal lateral humeral plate; lot# unknown; qty: (B)(4). Item# unk screw; lot# unknown; qty:(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2018, office visit: x-ray: fracture healed but the metal work is fairly prominent. Patient considering having plate removed. (B)(6) 2019, office visit: no pain, good rom, obvious metal prominence. X-ray: healed fracture, metalwork prominent, questioning one screw backing out. Suggested taking plate out. (B)(6) 2019, op report: removal of metalwork from the left humerus. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: comminuted and displaced fracture of the proximal left humerus with subsequent plate and screw fixation. Stable appearance of the plate and screws on follow-up imaging. Implant fit and alignment are maintained on all images. Bone quality is osteopenic and stable. One of the proximal screws extends slightly beyond the cortical articular surface of the humeral head and is thus slightly long. This screw protrudes into the glenohumeral space on all of the images dated (B)(6) 2018 through (B)(6) 2019. Part and lot identification are necessary for review of device history records, neither were provided. It was noted one screw was protruding in to the glenohumeral space from the time of implantation. However, this is left up to surgeon's discretion. With the provided information, it cannot be determined if this caused or contributed to the patient's pain. As such, a definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was part of a retrospective clinical study and received a zplp proximal lateral humeral plate for a bone fracture. Subsequently, the patient was experiencing pain and irritation approximately one (1) year and four (4) months post-implantation. During a consultation at the clinic, the metalwork was discovered to be prominent and the patient underwent a revision approximately one (1) month later to remove the device. Attempts have been made and no further information has been provided.